Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the inner distal set up joint (suj) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. No additional actions are currently required given that this issue will continue to be tracked per wi 859369 (quality data review meetings).

Event description:
It was reported to a technical support engineer (tse) that when starting the patient side cart (psc) in standalone mode, error 31004 occurred on patient side manipulator (psm) 2. When the system was started in integrated mode, multiple error 26015 instances were observed indicating wiggle test failures on the tornado axis of psm 2, despite no interference being detected. A hard power cycle was performed, but it did not resolve the issue. The tse dispatched the field service engineer (fse) to handle it. There was no report of patient involvement or reported injury.